Event description:
The reporter stated that the product which had a label expiration date of (B)(6), 2011 was implanted during a left wrist posterior, anterior interosseous neurectomy surgical procedure on (B)(6), 2011. The surgeon was aware of the label expiration date before the product was used. There has been no adverse outcome for the patient to date.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.